Event description:
Procedure type: chemosite removal. According to the reporter: the port was implanted at the hospital for chemotherapy treatment. The pt did not show signs of bruising or complain of pain. However, a follow up x-ray showed that the catheter had broken. The catheter and port were removed at another facility. The port and remaining piece of catheter were removed and retained by the hospital for evaluation. The catheter appears to have sheared about 2-5/8" from the port. The edge of the cut straight and it does not appear like the catheter has burst. It was noted that another catheter from the same lot # had recently been removed because it had cracked. Hospital records showed that 2 additional catheters from different lots had also been removed recently due to leaking or breakage.

Manufacturer narrative:
(B)(4). MDR ref numbers: 1219930-2011-00989, 00990, 00991. Maude report #: (B)(4).